Event description:
Edwards was made aware of the explant of an aortic heart valve from a male patient. No additional information has been made available. Surgeon to provide the operations report and the valve will be returned for evaluation.

Manufacturer narrative:
New information was learned through receipt of the operative report. The information suggests this device was calcified, stenotic and had evidence of structural valve deterioration. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Calcification and stenosis of a bioprosthetic valve are well-recognized failure modes. It is known that the occurrence rate of structural valve deterioration significantly increases at an implant duration of 7 years or longer. It is also known that patients younger than 65 at implant have a higher risk to undergo reoperation due to structural valve deterioration, calcification, or stenosis. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards was made aware of the explant of a heart valve. The valve was reportedly to be returned for evaluation; however, it was discarded by the hospital. The replacement model is known only as 23mm perimount magna ease and the implant date is known only as 2008. Implant duration is approximately seven (7) years. Patient status was indicated as transferred to the intensive care unit in stable condition. Through follow up with the health care provider, the operative report was provided. The clinical history states the aortic valve prosthesis showed severe structural valve deterioration with cauliflower like calcification of all three leaflets which were stiff and partly restricted. There was collapse of the non-coronary cusp secondary to a tear in the leaflet at the commissural attachment adjacent to the left coronary cusp. There was a thin fibro gelatinous covering over the prosthetic sewing ring, however there was no other evidence of endocarditis.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: attempts to get additional information from the health care provider have been made by email, by phone and in person; however, no additional information has been provided. The device is reportedly to be returned by the health care provider. However, no information regarding its return has been made available. Model, size and serial number of the device have not been provided. Therefore, the device history record (DHR) review cannot be done at this time. The only known information is this is a male patient that had an aortic heart valve explanted. The circumstances regarding the event and reason for explant along with operative report and pathology report have been requested but have not been made available. Implant date remains unknown. No patient condition or status has been made available. If new information is provided, a follow up report will be submitted.